Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 200-295 mg/dl. Correction boluses were delivered to address the bg levels. Reportedly, the customer believed the elevated bg levels were due to forgetting to deliver correction boluses after consuming food. Recommendation was made to consult with their health care provider to discuss diabetes management.